Manufacturer narrative:
--

Event description:
Additional information was received that additional increased shock impedance measurements were detected on this device system. The patient was seen in the clinic, where device based testing was performed to evaluate the system. The physician elected to continue to monitor the system. No further observations were noted.

Event description:
Additional information was received that shock impedance measurements gradually increased to greater than 125 ohms in all configurations except right atrial (ra) lead coil to can. Device memory was saved to a disk. Results isolated the impedance from the proximal coil to the can with a measurement of 85 ohms. Continued monitoring of the patient was to occur.

Manufacturer narrative:
Additional information has been received that high out or range shock impedances continue to be displayed intermittently. The boston scientific field representative reports that the shock impedances seem to go up following capacitor reforms then it goes back down. This issue will continue to be monitored by the physician. This report will be updated if any troubleshooting or a lead revision occurs in the future. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available and records indicate that this lead remains in service. No adverse patient effects have been reported.

Event description:
Boston scientific received information that high, out of range right ventricular (rv) shock impedance measurements were detected on this rv defibrillation lead.